Event description:
The customer reported that the left side monitor keeps rotating and does not stop.

Manufacturer narrative:
The ge service rep performed a camera and collimator calibration. He tested the collimator and camera functions. The system operates as intended.